Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed large differences between her sensor and blood glucose level readings. Blood glucose level at the time of the incident was 150 mg/dl, sensor glucose level was 240 mg/dl. Blood glucose level at the time of the call was 220 mg/dl. The customer also reported that she recently had blood glucose levels around 300 mg/dl or 400 mg/dl. The customer was advised as to the proper sensor usage techniques. The sensor was not replaced or returned for analysis.